Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fully charged their ins on saturday and they didn't have any current whatsoever- they clarified that they weren't feeling stimulation in their legs. This happened once before (about a month ago) where they weren't receiving any stimulation in their legs because the ins switched groups on them; the patient was on group d and it switched to a and there wasn't any stimulation. The patient checked the ins and it was on. They tried all the available groups and increased them to 10v but weren't feeling anything. The patient decreased them all back down to 1.8 volts. No falls or trauma had recently occurred. No further complications reported.